Event description:
It was reported that this right atrial (ra) lead was exhibiting possible loss of capture (loc) and possible retrograde conduction. It was noted that the raat results were detected as greater than programmed amplitude or suspended. Ts determined that the raat entered suspension mode due to a low evoked response. Ts discussed reprogramming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).